Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device failed volume test at 17.9 ml. It is unknown if a patient was involved in the reported event. No adverse effect was noted.

Manufacturer narrative:
Information was received on 12/01/2020 indicating that there was no patient involvement in this event. All errors occurred during testing. Device evaluation completion date: 12/16/2020: device evaluation: one smiths medical cadd solis vip pump was returned for analysis in an excellent condition. During analysis, the customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump?s average delivery error to be within the published specification of +/-6%. Service performed a full standard preventive maintenance and functional tests. Based on the evidence, the complaint was not confirmed, and no fault was found.